Event description:
Boston scientific received information that the right ventricular (rv) pace/sense and left ventricular (lv) leads were exhibiting intermittent loss of capture. Capture was, however, noted with the lv lead at maximum outputs. A revision procedure was performed and it was determined the rv pace/sense setscrew was not tightened as expected. Additionally, it was noted that the lv lead was plugged into the rv port. A local area sales representative reported that due to patient anatomy and the need for accessories that were not available at the time, the device was explanted and replaced. The lv and rv lead remain implanted and in service. To date, no additional adverse patient effects were reported.

Manufacturer narrative:
All available information indicates that the lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.